Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6). Product type recharger h3: analysis found no anomalies were visually observed and found no issues with recharger finding implant. Device passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and stated they received a letter from medtronic that they misplaced. Patient noted the question asked what their body weight was. Patient provided their current weight. Patient wondered if the letter was related to their medtronic pump.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that when they try to charge the implantable neurostimulator (ins) it says no device found which started this morning. They tried resetting controller which didn't resolve. The pt says they last charged about "a week and 2 or 3 days ago". The patient says they had turned the stimulation down a little since they just had the pump put in and they weren't feeling it as much. The pt started passive recharge mode during the call and get 79 for the high number and it wouldn't go any higher. After a few minutes of passive recharger mode it went to "unable to recharge". The patient tried again and reports that the screen shows the high number is now 80. It went to no device found screen again and they started passive recharge mode again with a high number of 80. Passive recharge mode did not allow stimulator to start charging and went to unable to recharge again. The recharger (rtm) is heating up. They then mentioned that the controller is rapidly depleting as well. The issue was not resolved through troubleshooting. A replacement rtm was sent out.